Event description:
Patient was discovered lying on the floor with the upright portion of a posey over bed cradle piercing patient's right side. The resident reportedly slipped off the bed onto the floor. Patient partial state of dress indicated patient was dressing. Patient was discovered at 20:02. The bed cradle was placed and was in correct position at 19:00. Patient lacerated liver requiring surgery. Patient lacerated liver requiring surgery. Patient received 2 units packed cells.